Manufacturer narrative:
Due to investigation findings, the case was re-assessed and found to be non-reportable based on risk file update and decrease in severity to 2. Associated medwatches: (2 instruments reported separately). Manufacturing site evaluation: up until now, there is no device available for investigation. Batch history review - a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause, and rationale - based on the little information available it is not possible to determine a definitive root cause for the failure. At that time we exclude a design related error because the market feedback is unremarkable on this matter. It could be possible that the failure was caused due to incorrect application.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with 2 of the knee instruments. During a revision total knee arthroplasty, it was discovered that the impactor head was bent and would not work with the universal handles. Also, the coupling interface on the femur extension was noted to be worn and needed to be replaced; this was noted after the procedure was completed. There was a delay of several seconds due to the impactor head malfunction. There was no patient harm and an additional intervention was not required. Associated medwatches: (2 instruments reported separately).